Event description:
It was reported the patient felt funny due to a device power on reset (por) that was found on a remote wireless monitor transmission. The device remains in use and the patient will be coming into the clinic for reprogramming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated power-on reset parameters were present. Concomitant: product ID 5024m-58 implantable pacing lead implanted: (B)(6) 1997 product ID 506852 implantable pacing lead implanted: (B)(6) 1997. (B)(4).